Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a pocket revision, it was evident the device had become infected. The physician did not believe the infection was device-related, but the patient recently had an rv lead revision. The lead was explanted. The patient was sent to recovery in stable condition.